Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep replaced the x-ray tube. The system was tested and is operating as intended.

Event description:
The customer reported that a tube on the 9900 system was leaking. No pt injury was reported.